Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), functional analysis and system risk analysis (sra). The sra shows the risk for haze/mist/vapor to be "low." No parts were available for return and analysis. The assignable cause of the haze/mist/vapor issue is the vacuum pump oil, catalytic decomp filter, oil mist filter and adapter converter . The field service engineer replaced these parts and confirmed the sterrad® nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
A field service engineer was dispatched to customer site. The vacuum pump oil, catalytic decomp filter, oil mist filter and adapter converter in the pm2 kit were replaced to resolve the haze/mist/vapor issue. Unit meets specifications and was returned to service on (B)(6) 2016. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release.

Event description:
A customer reported an event of a "smoke" (haze) emitting from the sterrad&#59406;x sterilizer. There was no report of any injuries or human reactions. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.